Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
It was reported that during a distal biceps tenodesis after knotting the anchor was torn out. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery. Update 22-mar-2021 dw. Further information was provided that the anchor did not fall into the patient, it was already sewn to the biceps tendon. The anchor tore out when the knot was tied. No additional drilling was necessary, the surgeon used the first drill hole.